Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported hospitalization due to diabetes ketoacidosis. The blood glucose reading is 273 mg/dl. Customer was experiencing frequent urination and vomiting. Customer transported to hospital via ambulance. The blood glucose reading at the time of the hospitalization was 512 mg/dl. Customer stated that the cannula was bent. Customer was hospitalized for two days in ICU and two days on general medical floor. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.